Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 158 mg/dl. The customer stated that she had pressed esc and act to clear the alarm, but it did not work. She attempted to replace the battery it still had the alarm. The numbers started scrolling during bolus attempt and the alarm still sounded. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on it's own anomaly noted. The insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, minor scratches on display window, broken reservoir tube lip and missing reservoir tube lip o-ring.